Manufacturer narrative:
A partial lead with the distal tip measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased pacing lead impedance and sensing were observed on the rv lead. The rv lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4). A partial lead measuring 64.5cm was returned in two segments for analysis. External insulation abrasion was noted at 31.5-32.0cm from the distal tip. The etfe coating was intact at this location.